Event description:
It was reported that the autoclave camera head had scope communication error e224 and camera head was broken. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.